Event description:
Test results came up with negative, but when the lab checked it to verify, the pts were actually pregnant. No more details available.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100 miu/ml and 248. 57iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: the urine sample will be influenced by many factors. If the pt drinks too much water which will dilute the urine before the test, the urine may not contain representative levels of hcg and a false negative result may be obtained. As so, if pregnancy is suspected, a first morning urine specimen should be collected and tested since it has the highest concentration of hcg. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. We'll do further investigation if the urine sample can be returned. Returned device. Testing summary of results: the return devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100 miu/ml and 248.57iu/ml hcg urine control yielded clearly positive results at 3 minutes.